Event description:
It was reported that after the surgeon inserted an aq2003v three piece silicone lens and the injector tore the lens during insertion. The lens was removed and the back up lens was implanted without any patient injury. The reporter stated the incident was due to a loading error.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product showed that the lens was split in half and a piece of the optic was torn off and missing. There was evidence of a clear surgical residue.